Manufacturer narrative:
Additional information received on 07 march 2017 and includes: the patient had stretched out over time. The surgeon revised the insert. The surgery was completed successfully. Batch review performed on 20 march 2017. Lot 135578: (B)(4) items manufactured and released on 20 january 2014. Expiration date: 2018-11-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain (unknown reason). A revision was scheduled.